Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The needle tube of the subject device could not be retracted into the sheath. The sheath was kinked. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. Based on the similar cases in the past, the needle tube might remain extended from the sheath because the sheath was kinked. Also, the sheath might be kinked, because excessive load was applied to the sheath when the subject device was inserted into the endoscope, it was taken out from the sterile package, or it was checked before use. The instruction manual of the device has already warned as follows; when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. *before use, inspect the insertion portion and the tube for damage.

Event description:
During an unspecified therapeutic, it was reported that the needle tube of the subject device was not extended from the sheath of the subject device. The intended procedure was completed with another device. No patient injury was reported. On april 5, 2017, olympus medical systems corp. (Omsc) confirmed that the needle tube could not be retracted into the sheath.